Manufacturer narrative:
Investigation: one sample in an open package was received by our quality team for evaluation. Upon visual inspection of the sample received, illegible scale line printing was observed on the syringe barrel; therefore the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the probable cause for this non-conformance happened when the printing ink pad was changed. Defective parts were created and the production technician did not manually eject the parts. There was action taken to revise the process on how to change and setup printing pads and training was provided to the production technicians.

Event description:
It was reported that scale marking issue occurred before use with a syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, "on (B)(6) 2019, emergency department found that the 1 ml syringe has no scale."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, "on (B)(6), 2019,emergency department found that the 1 ml syringe has no scale."